Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2018. Initial reporter's phone number: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (model zxr00v +23.0 diopters) was explanted in a secondary surgical procedure because of the patient complaining that halos and glare did not resolve immediately after the surgery. Reportedly, the incision was enlarged (3mm) to remove the lens and a toric zcv150 +23.0 diopters was implanted as a replacement. The account commented that in the pre-operative examination, a non-toric iol was selected because the patient was not astigmatic. However, the post-op astigmatism was more than expected and the surgeon decided to use a toric lens as a replacement. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.